Event description:
Information was received from a patient regarding an external device. It was reported that they get no device found when trying to charge, and can still connect wirelessly, but the implantable neurostimulator (ins) is very low. They said that "it's been acting crazy for a few months where it would say they were at 70 percent charged and wouldn't charge any further and then it would say she is at 100 percent charged but then we would be out somewhere and it would just die". They said the controller screen has a "fine crack in it because it fell off the bed". They said the recharger (rtm) has been getting "real hot" and says "the wire sure feels weak and flimsy right where it goes into the paddle part". They said port of controller looks intact. The issue was not resolved. A replacement rtm and controller were sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n(B)(6)) revealed the recharge antenna failure of the no device found message, rms voltage at the h field probe, and loose recharger cable at the donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.